Event description:
Right capsulotomy and replacement of implant. Hardened tissue noted in upper outer quadrant of the right capsular contraction noted. Saline implant placed. Pt had complaints of soreness scar tissue noted.